Event description:
Drive devilbiss is the initial importer of the device which is a rollator. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. End-user has owned and used the product for two years. On two occasions when he went to sit on the device the unit "flipped" and he fell. Both times he hit his head. After initial contact the end-user agreed to return the unit for evaluation but did not send it to us. Further attempts to contact the end-user were unsuccessful.